Manufacturer narrative:
Per the t:slim x2 user guide, ¿for adults (ages 18+) only sites on the belly are approved for sensor insertion.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was being worn on the customer's arm, and was not within line of sight of the pump. Customer moved the transmitter within line of sight of the pump, however, the reported issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient information was available.